Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 21, 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter had displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when cca reviewed the call. The patient stated that the alleged product issue began on (B)(6) 2016, at an unknown time in the morning. The patient reported that she obtained alleged blood glucose readings of ¿135, 167, 118, 140, 153 and 175 mg/dl¿ on the subject device preformed within 20 minutes of each other. The patient manages her diabetes with insulin (self-adjuster) and was unable/unwilling to answer if she made any changes to her usual diabetes management routine as a result of the alleged product issue. The patient reported that immediately after the alleged product issue began she experienced symptoms of ¿perspiration, stomach aches, feeling weak, pale and trembling¿. On (B)(6) 2016, at an unspecified time in the morning the patient reported that she self-treated with food and/or drink. No other device was used to obtain a blood glucose result. At the time of troubleshooting the csr noted that the patient obtained the results from an approved sample site and the meter was set to the correct unit of measure. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.